Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and mesh was implanted. The patient experienced incontinence, urinary tract infection, pain, urgency and urethral erosion. The surgeon believes surgical technique is a contributing factor to these issues. On (B)(6) 2017, the mesh was removed and a flat pad was inserted. The patient is happy with the results. No additional information has been provided.